Event description:
It was reported that the pta balloon separated from the outer catheter during retraction; however, the balloon remained attached to the inner lumen. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient data. Spoke with international representative regarding patient information missing from the file and was advised that (B)(6) has a privacy law that prohibits the transfer of patient data. Therefore, the patient details are unobtainable. This file was documented with the patient and device codes but not reported; therefore the information was updated in the appropriate sections.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned within a 6fr sheath. A complete circumferential break was identified on the outer catheter at the butt joint. An attempt was made to retract the balloon from the sheath; however, this was no possible due to the broken outer catheter. Inflation/deflation testing could not be performed due to the condition in which the sample was returned (i.e. Break at butt joint). The introducer sheath was examined and the distal tip was flared, which typically indicates retraction issues. Based upon the condition in which the sample was returned, the investigation is confirmed for a break at the butt joint and sheath retraction issues. The root cause could not be determined based upon available info. It is unk whether patient and/or procedural factors contributed to the event.